Event description:
It has been reported to philips that the system gave aperture errors, which could impact imaging. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnosis at the time of the reported problem. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Analysis of log file revealed a collimator driver application error. The fse identified that the collimator was defective and required replacement. To resolve the reported issue, the collimator was replaced, and the system was returned to use in good working order and ready for clinical use. The collimator was returned for further analysis. Functional testing was performed, and it was identified that the filter was stuck, and wedge and shutters did not run smoothly. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.